Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in chronic atrial fibrillation (af) however the cardiac compass trends did not show evidence of mode switch. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.